Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer's reference range: 135-145 mmol/l). The following additional results were provided: sample 2 initial result was 118.3 mmol/l, repeat result on another analyzer was 135.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 primary UDI number. The field service representative (fsr) inspected the architect c16000 processing module and determined the cable, ict to ict pre amp and the wash cup, sample (rohs) are the likely causes of the discrepant results. The cable, ict to ict pre amp was replaced, and an obstruction removed from the wash cup, sample (rohs) resolving the issue. No additional discrepant/erratic results have been reported since the service activity occurred. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the cable, ict to ict pre amp or the wash cup, sample (rohs). Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue related to the architect system, likely cause part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for multiple samples. The following example results were provided: (customer's reference range: 135-145 mmol/l) the following additional results were provided: sample 2 initial result was 118.3 mmol/l, repeat result on another analyzer was 135.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.